Event description:
It was reported that after a supply change, the user experienced persistent hyperglycemia with a reported blood glucose of 309 mg/dl, despite no device alerts, no observed site leakage, and the perception that little or no insulin was delivered, leading to troubleshooting and education on performing a site change while insulin remained in the cartridge of an ilet system. Symptoms included hyperglycemia. Outcomes included no reported injury, hospitalization, or medical intervention beyond troubleshooting. Investigation included customer interview, review of device-reported alerts, and guided troubleshooting for infusion site and supplies. Investigation of this case revealed no device alarms and no confirmed delivery malfunction, with findings consistent with cause unclear hyperglycemia potentially related to infusion site or supply issues, though no definitive device component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.